Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had to charge the ipg more frequently. It was also noted that contacts on the lead were not working. The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected. The patient was doing well postoperatively.